Event description:
Pt's meter was set in the wrong unit of measurement. They reported that in 10/2002 they were feeling ill. They had been feeling weak, light headed and had slurred speech. Pt stated that they tested with their meter and it prompted an error message. They could not recall the error message. Pt felt that their blood glucose level was so too low for the meter to display a result. It is unk if they attempted to re-test before going to the ER. Pt was taken to the ER and when tested, their blood glucose level was at "40mg/dl." They were given orange juice and retested one hr later. Their blood glucose level read "100mg/dl." They were released from the ER. The customer service rep set the meter with the correct unit of measurement and ran a control solution test. The control solution test passed (143mg/dl/111-150mg/dl). It is unk how long the meter had been set in the wrong unit of measurement. The test strips and control solution were replaced. Medical affairs specialist was unable to reach pt after several attempts. Mailed letter.